Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open esophagojejunostomy (total gastrectomy), the device's anvil was tilted before firing that was why the doctor could not use the device. A new product was opened to complete the case. There was no patient injury.